Event description:
As reported, a PICC device which was located in the basilic vein in the pt's right arm, was removed because the extension leg/luer connection was fractured and leaking. The device was replaced, and the pt's therapy continued. The used catheter was returned to navilyst medical for eval.

Manufacturer narrative:
The device from the reported event has been returned to navilyst medical, however, the device eval has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Manufacturer narrative:
The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the september 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked (non-valved/hybrid)." No adverse trend was identified. The used sample was examined and the red female hybrid luer was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Angiodynamics manufacturing process controls for the PICC include multiple visual inspections for damage or defects as well as dimensional and functional inspections. (B)(4).